Event description:
It is reported that the zimmer skin graft mesher had a bent comb. There was no pt harm or injury.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 07/03/2002 and was last repair on 12/05/2013 for a non-related issue. Evaluation of the device observed the comb, roller and roller gear, left side plate and carrier guide were damaged. Prior to repair, both the test mesh and the calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the comb, roller and roller gear, left side plate and carrier guide. The device was previously returned four months ago for the same issue; therefore, improper handling by the user most likely caused the damage to the comb. Additionally, improper handling most likely caused the damage to the roller and roller gear. The device was serviced and returned to the customer.